Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to pop. It was reported that patient underwent insertion of suprapubic catheter and injection of macroplastique urethral bulking therapy on (B)(6) 2011 due to intrinsic sphincter dysfunction and urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2011 due to dyspareunia and mesh extrusion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported the patient underwent cystoscopy and injection of urethral bulking on (B)(6) 2014 due to sui dribbling post-void. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2010 and a mesh, ajust and monarc x2 were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 09/20/2019. Corrected narrative: it was reported that the patient underwent a revision surgery on (B)(6) 2011.